Event description:
The lay user/patient contacted lifescan (lfs) on july 26, 2007, and alleged that the meter was reading inaccurately high when performing control solution test. The patient reported that the control range is 101 to 134 mg/dl. The control test result was 136 mg/dl, obtained on the previous day. The patient took 10 units of novolog, which the patient described as a less than usual dose. She further reported feeling light-headed sometime after taking the insulin. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the patient alleged she obtained an out of range control solution test result, took a dose of insulin, and felt lightheaded afterwards.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.